Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has a blank display. Customer's blood glucose reading was 208 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self- test. No unexpected low battery or off no power alarms were noted. The insulin pump was monitored for 3 days and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was also received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.